Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was functional undersensing of atrial arrhythmias due to atrial events falling into blanking periods. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.